Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer received a button error alarm and was not able to clear. It was reported that customer was pressing against sink while brushing teeth. Customer's blood glucose was 158 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.